Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution. (B)(6). This report is being submitted to correct this information.

Event description:
It was reported that the patient reported to the surgeon that there was "hotness" near the generator incision site. The patient was instructed to go to the emergency room for evaluation. The on-call hospitalist admitted the patient and placed the patient on antibiotics. It was reported that the patient was stable on antibiotics. It was reported that the patient developed incisional wound cellulitis and that it was related to the implant procedure. Attempts for additional information have been unsuccessful to date.

Event description:
Additional information was received which indicates the following: "cellulitis at the site of recent vagal nerve stimulator placement, improved with antibiotic therapy."

Manufacturer narrative:
.